Manufacturer narrative:
The device was received for evaluation. During visual inspection, the device was observed separated. Due to the condition of the returned device, no further testing could be performed. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing came ¿unhooked¿ from the hub of a one-link extension set and leaked. The customer mentioned that there was no visible damage or defect to the set. The connections were checked and tightened prior to infusion. The leak did not result in any patient blood loss. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.